Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date: 2008, inratio: 1.9, lab: 3.4; 2008, 2.2, 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008. Inratio: 1.9, 2.2. Lab: 3.4, 3.2. Mean: 2.65, 2.7. Confident limits: 1.7-3.8, 1.7-3.8. The inratio and lab readings are within the confident limits as per our internal procedure. Product will not be investigated.